Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('while the doctor was doing that, he was successful in removing one of the coils but the other one was missing we have done an x-ray and an ultrasound, and confirmed that the coil in the right side was embedded in the right side of the uterus."') And device expulsion ('while the doctor was doing that, he was successful in removing one of the coils but the other one was missing we have done an x-ray and an ultrasound, and confirmed that the coil in the right side was embedded in the right side of the uterus."') In a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("I found out I was pregnant a year ago"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('while the doctor was doing that, he was successful in removing one of the coils but the other one was missing. We have done an x-ray and an ultrasound, and confirmed that the coil in the right side was embedded in the right side of the uterus. The device expulsion ('while the doctor was doing that, he was successful in removing one of the coils but the other one was missing. We have done an x-ray, ultrasound, and confirmed that the coil in the right side was embedded in the right side of the uterus). A 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) of 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("I found out I was pregnant a year ago"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: one coil was not removed by laparoscopic surgery (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pregnancy outcome was updated fom live birth; outcome unknown to live birth; child healthy. Device removal information were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('while the doctor was doing that, he was successful in removing one of the coils but the other one was missing we have done an x-ray and an ultrasound, and confirmed that the coil in the right side was embedded in the right side of the uterus."'), device expulsion ('while the doctor was doing that, he was successful in removing one of the coils but the other one was missing we have done an x-ray and an ultrasound, and confirmed that the coil in the right side was embedded in the right side of the uterus."') And perforation ('perforation') in a 38-year-old female patient who had essure (batch no. D08052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 and spontaneous abortion (spontaneous abortion:02). Concurrent conditions included weight normal. Concomitant products included alprazolam (xanax), ibuprofen (zofen) and ketorolac tromethamine (toradol). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("I found out I was pregnant a year ago"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device expulsion, embedded device, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: one coil was not removed by laparoscopic surgery (B)(6) 2019. Trailing coils r2, l5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Pregnancy test - on (B)(6) 2018: pregnancy confirmed.. Ultrasound pelvis - on (B)(6) 2017: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('while the doctor was doing that, he was successful in removing one of the coils but the other one was missing we have done an x-ray and an ultrasound, and confirmed that the coil in the right side was embedded in the right side of the uterus."'), device expulsion ('while the doctor was doing that, he was successful in removing one of the coils but the other one was missing we have done an x-ray and an ultrasound, and confirmed that the coil in the right side was embedded in the right side of the uterus."') And perforation ('perforation') in a 38-year-old female patient who had essure (batch no. D08052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 and spontaneous abortion (spontaneous abortion:02). Concurrent conditions included weight normal. Concomitant products included alprazolam (xanax), ibuprofen (zofen) and ketorolac tromethamine (toradol). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("I found out I was pregnant a year ago"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered device expulsion, embedded device, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: one coil was not removed by laparoscopic surgery (B)(6) 2019. Trailing coils r2, l5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Pregnancy test - on (B)(6) 2018: pregnancy confirmed. Ultrasound pelvis - on (B)(6) 2017: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs (questionnaire) received. Lot number was added. New events added: perforation. Reporters, insertion date, removal date were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('while the doctor was doing that, he was successful in removing one of the coils but the other one was missing we have done an x-ray and an ultrasound, and confirmed that the coil in the right side was embedded in the right side of the uterus."') And device expulsion ('while the doctor was doing that, he was successful in removing one of the coils but the other one was missing we have done an x-ray and an ultrasound, and confirmed that the coil in the right side was embedded in the right side of the uterus."') In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("I found out I was pregnant a year ago"). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.